Event description:
The manufacturer received information alleging a ventilator was alarming after suctioning a patient and the patient turned pale. The device allegedly stopped operating. The patient was taken to the hospital and recovered. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming after suctioning a patient and the patient turned pale. The device allegedly stopped operating. The patient was taken to the hospital and recovered. The device was returned to the manufacturer for evaluation. The device's downloaded event log indicates the device was manually powered off several times on the date of the event. There was no indication the device stopped spontaneously. Increased airstream temperatures (high/hot temperature alarms) were observed and appear to have been caused by a temporary blockage of the air inlet port. Allegedly by a curtain.